Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative receiving morphine 2mg/ml at 0.8507mg/day via an implantable device. Other medications the patient was taking were noted as calcium, lamictal, levocetirizine, lithium citrate, mometasone nasal, synthroid, vitamin b-12 oral, vortioxetine, xenazine, zantac. The patient's medical history included gerd, arthritis, asthma, depression, bipolar, sleep apnea, tias. The indication for use was spinal pain. The patient reported redness and "blistering" around the pump approximately one month ago. The patient presented to the surgery center on (B)(6) 2015 with redness and what appears to be "brushing" on her abdomen around a portion of the perimeter of the pump/catheter access connection location. The pump was protruding outward slightly. No evulsion noted and the patient denied any drainage. The physician stated the patient lost some weight since implant causing the pump to sit differently in the abdomen, tissue breakdown where the pump protruded outward. The patient was having a pocket revision the day of the report to decease the tension on the skin where the pump was creating pressure. The patient's pump pocket was made "dealer", inverting the catheter access point away from the area of redness. The pump segment of the patient's original catheter was removed and replaced with 8784 in order to revise the pocket and have additional length. The patient status at the time of the report was reported as alive no injury. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
The manufacturing representative later reported that the patient was doing well. The pump was implanted deeper and patient was receiving effective therapy